Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. The insulin pump was received with pillowing keypad overlay and case cracked behind the pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage and keypad unresponsive. The customer blood glucose level was 125 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had cracked on the casing. Customer stated that the he received the button stuck alarm. The device will be returned for analysis.